Event description:
Updated summary: it was reported to medtronic minimed that the customer reported the broken filament and there is a loss of communication between the sensor and transmitter.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - removed medical device problem code 1528. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our received of the one returned used partial sensor (needle not returned) performed visual inspection and found sensor electrode broken in half, missing broken part. Unable to confirm needle hard to removed due to customer did not return insertion needle. In summary; the customer complaint of lost sensor alarm could not be confirmed, unable to continue with functional test due to broken sensor electrode. The customer complaint of needle hard to remove could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the broken filament, and the introducer needle was hard to remove. The customer stated there is a loss of communication between the sensor and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the introducer needle break, and the non-serialized device was replaced. Troubleshooting was performed for the loss of communication and the transmitter in use in warranty. The customer reported that the consumable or introducer needle fractured while in the body. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.